Event description:
It was reported that the charger cord for the charging pad was loose at the pad connection, would not remain seated, and no longer charged the pump after the cord had been bent; a replacement was arranged. No patient injury or adverse clinical symptoms reported. Outcomes included no impact on health. Investigation included remote troubleshooting with outlet changes and assessment of the charger connection. Investigation of this case revealed a damaged or worn charging cord-to-pad connection that prevented proper electrical contact, consistent with a mechanical connection failure of the charger assembly. It was concluded, based on previously established findings for similar reports, that the cause was product wear or damage due to handling.

Manufacturer narrative:
Initial.